Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 64-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that she experienced a superficial, red burn underneath the optune gio transducer arrays on (B)(6) 2025. Optune gio therapy was temporarily discontinued. A picture was provided showing the patient's right side of the head with mild to moderate redness in the shape of the transducer arrays. On (B)(6) 2025, the patient mentioned she was treating the affected area with an unspecified cream. On (B)(6) 2025, the patient reported she consulted a healthcare provider (hcp) after she was repeatedly experiencing skin irritation with redness and itching. The hcp prescribed an unspecified antihistamine. On (B)(6), 2025, novocure learned that the antihistamine was taken orally. On (B)(6) 2025, the patient's hcp informed novocure that the patient was not hospitalized and showed no signs of infection. The patient applied moisturizers locally and took antihistamines. The patient had not been on bevacizumab, corticosteroids, and had her last chemotherapy on (B)(6)2025. The hcp assessed the event as related to optune gio therapy.